Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a misidentification of rhodococcus equi on eeq survey as kocuria kristinae. Sample is ctcb survey qc strain ctcb 164-1641. The isolate was subculture on columbia blood agar, and testing included gp cards from the customer's lot, and 3 cards from a random lot. We compared the results with the sequencing full 16s. Ctcb information : identification to the species for 50% of participants and to the genus for 64.4 % the reference method (sequencing full 16s) used to determine the intended result is in favor of the species rhodococcus equi. On vitek® 2, gp cards from the customer's lot gave non-reproducible results one time as an unidentified organism, one time as a misidentification to kocuria rhizophila, and one time as a low discrimination between micrococcus and kocuria. Note: rhodococcus equi is out of the gp card knowledge base. There is a limitation on vitek® 2 for species not claimed in the knowledge base: testing of unclaimed species may result in an unidentified result or a misidentification.

Event description:
A customer in france notified biomérieux of a misidentification in association with the vitek® 2 gram positive (gp) test kit. The sample is an external quality control sample (ctcb 1641). On the vitek® 2, the result was kocuria kristinae (99%) instead of rhodococcus equi. Rhodococcus equi is not a claimed species on the vitek® 2 gp test kit, however the test identified the organism as kocuria kristinae instead of an expected no identification.